Event description:
(B)(4) switched out rms flow rate tubing and replaced it with a generic tubing set by manufactured by manufactured by emed medical technologies that is not approved for use with the freedom60 syringe infusion pump. This change caused harm to the pt by creating severe site reactions including lumps and blisters. Pt reported problems to their specialty pharmacy who then sent a different size of the same generic tubing to the pt. The replacement tubing caused wide fluctuations in infusion times.